Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rc-4 patient cable had an intermittent reading failure. Customer stated, "the cable failed in a fashion that gave false readings with no patient attached". The cable was replaced which corrected the fault. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event.